Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the inform meter has melted plastic around the pins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.